Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has been able to rewind her insulin pump but insulin does not go through the tubing during the prime process. The patient's blood glucose at the time of incident is unknown. The customer was told her reservoirs were outdated but she received new ones and the prime issue persisted. The customer was on the road so she could not troubleshoot; she agreed to call back later for troubleshooting. No products were shipped or returned.